Event description:
It was reported that the pt expired in 2008 during the surgery, per a call from pt's son, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.